Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopy setup, the needle and suture capture broke during the installation into the firstpass. The procedure was completed with a backup device. No delay. As this failure occurred during setup, the patient was not harmed.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The description, the needle and suture capture broke during the installation into the firstpass does not indicates a device physical breakage and is considered a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed the device was not received in any original packaging. The suture capture was not returned. The suture passer has been deployed and was returned taped to a shipper card. There is no visible deficiency. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. This event has been re-evaluated for MDR reporting and it was determined that this is a reportable event.

Event description:
It was reported that, during an arthroscopy setup, the needle of the needle and suture capture device broke during the installation into the firstpass. The procedure was completed with a backup device. No delay. As this failure occurred during setup, the patient was not harmed.